Event description:
Laparoscopic gastrostomy tube insertion in operating room in 2005. The following day, the gastrostomy tube fell out. Per surgeon,upon inspection of the tube, the balloon did not leak water. The surgeon noted a leak in the baloon siliicone tubing when air was injected through the balloon channel as the silicone tubing was immersed in fluid while air leak test was done. The tube was replaced in the operating room with another dilator and tube from list #51174. The initially placed t-fasteners remained; no additional t-fasteners were used.

Manufacturer narrative:
One 18 fr gastrostomy tube from a lap g kit was peceived in used condition. The skin disk was sutured in place and a non-ross clear plastic connector was seated in the feed report. No apparent defects were observed with this tube. Lot number info was not returned for this sample. The tube was functionally tested for cap fitment, blockage in the feeding lumen, and inflation lumen. The tube passed all three tests. The tube was then tested for balloon leakage. The tube failed the test due to a pinhole leak in the inflation lumen between the 1 cm mark and 2 cm mark. During this test the water immediately leaked from the pinhole. Customer's complaint is confirmed due to the pinhole in the inflation lumen.